Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer had been using the same infusion set for over 3 days and using admelog insulin. Tandem customer technical support informed customer that infusion sets should be changed every 2-3 days, and that admelog is not approved for use with tandem pumps. Customer changed supplies to address the issue and resumed insulin delivery. There was no adverse impact to the customer¿s blood glucose level.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem user guide: only use u-100 humalog or u-100 novolog with your pump. Only u-100 humalog and novolog have been tested and found to be compatible for use in the pump. Use of insulin with lesser or greater concentration can result in under delivery or over delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events. Per tandem user guide: change your infusion set every 48¿72 hours as recommended by your healthcare provider.